Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a bio-ID failure. A technical support specialist applied knowledge article (B)(4) to resolve the issue: "bioid requires maintenance - works in hta but not application." The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio-ID failure. The customer reported that the malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this event.